Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming handheld was not operating properly, in that "it was continually locking up and resetting when it was being used." It was additionally reported that the handheld power cord was broken. Handheld and power cord were subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and the cause for the first complaint was found to be associated with a broken solder connection near the main battery terminal. The broken solder connection prevented the main battery from making good electrical contact with the pcb. This condition caused the handheld to intermittently lose power and shut down while operating. During the analysis, visual inspection also verified the complaint that the power cord was broken off, and part of it was still in the connector port. As a result the ac adapter could not longer charge the main battery. The damaged power cord is most likely associated with mishandling of the handheld device.